Manufacturer narrative:
Initial visual inspection revealed a puncture in the sheath.

Event description:
Related manufacture ref: (B)(4). This report is to advise of a sheath puncture noted during analysis.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The dilator and sheath were fully engaged upon receipt; the dilator was removed to enable visual inspection. The dilator and sheath had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; no resistance or functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The fast-cath transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle.¿ the cause of the observed perforation and reported needle insertion difficulty is consistent with not following the instructions for use.